Event description:
On 12/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-1922bc biocomposite pushlock anchor broke during insertion. The case was completed using another ar-1922bc biocomposite pushlock. This was discovered during an rcr procedure on (B)(6) 2023. All the broken fragments were removed, and the case was delayed fifteen minutes; however, no additional anesthesia was needed. Additional information received on 12/18/2023: the patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpacked ar-1922bc serial/batch number (B)(6) was received for investigation. Visual evaluation found that the bio was broken off. No damage was observed on other parts of the device. No functional test was performed due to the damage to the device. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.